Manufacturer narrative:
(B)(4).

Event description:
The customer received discrepant ise indirect na, k, ci for gen.2 results for two patient samples. Patient 1 had an initial sodium result of 169 mmol/l with a repeat result of 130 mmol/l. Patient 1 had an initial potassium result of 4.9 mmol/l with a repeat result of 4.1 mmol/l. Patient 1 had and initial chloride result of 68 mmol/l with a repeat result of 94 mmol/l. Patient 2 had an initial sodium result of 160 mmol/l with a repeat result of 139 mmol/l. Patient 2 had an initial potassium result of 4.8 mmol/l with a repeat result of 3.8 mmol/l. Patient 2 had and initial chloride result of 85 mmol/l with a repeat result of 101 mmol/l. Patient 2 is an (B)(6) female with a date of birth of 9/1/1932. The repeat testing was performed on another cobas 6000 c (501) module. The repeat results are believed to be correct. The customer did state that after these two questionable patient results were discovered all the samples for ise indirect na, k, ci for gen.2 that were run on this module were repeated. There were no other patient samples that were affected. The initial results were not reported outside the laboratory. There was no adverse event. The sodium electrode lot is q30. The potassium electrode lot is g96. The chloride electrode lot it m78. The expiration dates for the electrodes was asked for but not provided. The field engineering specialist believed there was a possible contamination of ise reagents. He cleaned the ise heat block and adjusted the rinse mechanism volumes. He replaced the ise internal standard, ise reference solution, and ise diluent. He performed an ise check which passed. He performed calibration, qc, and a serum precision check all of which passed.

Manufacturer narrative:
A specific root cause could not be determined. Further investigation of the issue found the erroneous chloride results recovered in the opposite direction from the sodium and potassium results. Upon repeat testing, all of the results recovered in the opposite direction from the initial test. Typical causes for this type of behavior include air in the sample channel, leakage current coming from the waste, or an old and/or expired reference electrode. As the customer was only using a centrifugation time of three minutes, preanalytical related issues were possible. This centrifugation time was not in accordance with the tube manufacturer's recommendations. Follow up with the customer confirmed the issue was resolved after the service visit.